Event description:
Account experiencing getting discrepant bicarbonate (co2) results for multiple patient samples. The following examples were provided: patient 1, initial result gave 8 mmol/l; repeat gave 26 mmol/l. Patient 2, initial result gave 19 mmol/l; repeated on another analyzer-same methodology gave 29 mmol/l. Patient 3, initial result gave 11 mmol/l; repeat gave 20 mmol/l. In 2008: patient 4, initial result gave 9 mmol/l; repeat gave 22 mmol/l. On the next day: patient 5, initial result gave 20 mmol/l; repeat gave 29 mmol/l. On the following day: patient 6, (male), initial result gave 8 mmol/l; repeated twice gave 8 and 21 mmol/l. Patient 7, initial result gave 7 mmol/l; repeat gave 22 mmol/l. Patient 8, initial result 10 mmol/l, repeat 25 mmol/l. Erroneous results were not reported. If additional information is received, appropriate notification will be provided.